Event description:
The pt was having a fistulogram and a check flow valve was placed in a micropuncture sheath. Upon removing the sheath it was noted that a portion of the sheath had sheared off. A larger incision was made and the tip of the sheath was visualized and grasped with a hemostat and pulled free.